Manufacturer narrative:
Section a3- patient gender not yet provided. Section d4: device serial number and manufacture date (h4) were not provided. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file captured a loss of power to the mobile power unit (mpu) on 06dec2024. The system continued to operate at the set speed and was supported by the system controller's backup battery until external power was restored.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a loss of external power event was confirmed via log file analysis. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted (B)(6) for review that showed events spanning approximately 3 days (06dec2024 ¿ 09dec2024 per timestamp). A loss of external power event associated with power cable disconnect and low voltage hazard alarms was active on 06dec2024 from 22:00:38 ¿ 22:00:40 which appears to be due to a loss of ac power while connected to the mobile power unit. Pump operation was not affected, and the backup battery supported pump function during these events. There were no other notable alarms active in the log file. Multiple good faith efforts were sent asking for the serial number of the mpu, if the ac power cord has a v-lock, if the cause of the loss of power is known, and if any product would be returned for analysis. To date, no response has been provided. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were unable to be reviewed for the mobile power unit due to no serial number being provided. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power, power cable disconnect and low voltage alarms. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.